Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled downstream occlusion seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated; however the air detector was not detecting air from time to time. The cause of the reported issue was unknown. As a result, the air detector was replaced and the pressure sensors were recalibrated. A history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not alarm for air until air had reached the filter unit and the bag was empty before it should have been. The set infusion volume was 1030 ml/11 hours, and the bag was empty when there was just over 30 minutes left of the infusion. According to the settings, there should have been just over 50 ml left in the bag. There was patient involvement.